Event description:
It was reported that during implant of the left ventricular lead, the patient's coronary sinus was dissected. It was also noted that the patient had a challenging anatomy. The lead was not used, and different lead was implanted during the procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found.